Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and right atrial (ra) lead exhibited minute ventilation (mv)/respiratory sensor signal oversensing and high out-of-range pace impedance measurements greater than 3,000 ohms. Review of x-rays did not reveal any issues. The lead was implanted a couple months prior, and technical services (ts) discussed a possible connection issue or lead fracture. It was noted that the patient had a history of atrial flutter, and the physician may consider turning off the atrial lead entirely. This crt-d and ra lead remain in service. No adverse patient effects were reported.